Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was deceased. Customer's date of death was (B)(6)2014. Cause of death was congestive heart failure. Customer died at home and was not hospitalized. Customer also had kidney failure and diabetes. Customer's blood glucose level at the time of death was 46 mg/dl. Customer's last recorded blood glucose level in the pump was 551 mg/dl. Customer was not wearing the pump at the time of death. Customer does not wear sensor. Caller does not need the pump back after analysis is complete. No further assistance needed.

Manufacturer narrative:
Insulin pump was received with no battery in the battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to perform data analysis due to insulin pump not received with battery in the battery tube.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.